Event description:
Boston scientific received information that this right ventricular lead displayed noise on the rate/sense channel. The noise was oversensed and lead to periods of asystole for the patient. The lead was explanted and replaced. The lead will not be returned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.